Event description:
Reporter stated that customer received the following results on 3 different meters within 2 minutes: 20.9 mmol/l (mobile system), 8.8 mmol/l (aviva system) and 8.8 mmol/l (aviva nano system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva nano system. Reference medwatch with (B)(6) for the aviva system and medwatch with (B)(6) for the mobile system.